Event description:
Device 4 of 4. Reference MFR report number: 1627487-2019-04790. Reference MFR report number: 1627487-2019-04792. Reference MFR report number: 1627487-2019-04793. It was reported that the patient was experiencing inadequate stimulation with his scs system. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.